Event description:
It was reported that the ilet pump screen became unresponsive, displaying only a white backlight and preventing unlocking or normal interaction, and the issue persisted after attempts to restart via the mobile app and while on the charger; no drops, liquid exposure, or visible screen damage were reported, and replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included the user transitioning to backup therapy pending receipt of a replacement device. Investigation included remote troubleshooting and user-provided video review. Investigation of this case revealed a nonfunctional display interface consistent with a screen or user interface malfunction resulting in loss of usability. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display/user interface that could not be resolved remotely.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. In some instances, after waking the device, no display output was present; in other instances, the display operated correctly. A known-good display assembly was installed and the issue was resolved, the device functioned as expected with no display output issues. The issue was determined to be a faulty display assembly.